Event description:
It was reported that during a laparoscopic hysterectomy procedure, the blade tip broke off the first device and fell into the patient. It was retrieved. A second device was used and it would not work properly. The generator gave a solid tone. They changed the generator and the hand piece and still got a solid tone. A third disposable was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis showed that the device (a) was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade. The analysis results found that the device b was returned in good physical condition. The device was tested with a generator and was functional, no solid tone was given by the generator while testing the instrument.